Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump was returned for analysis and it was noted that the device had a critical pump error alarm and pump error alarm. The insulin pump was received with a cracked case near the battery compartment. No further information was given.